Event description:
Follow-up information was received on 28-sep-2020: the case was downgraded to non-serious. The reporter informed that the patient had still one nodule present, but it was improving. Due to the provided information, the outcome of the event palpable and visible nodules was changed from not resolved to resolving.

Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, palpable and visible nodules, was deemed to meet the serious criteria of disability or permanent damage. The device history record was reviewed. No nonconformances were noted that would contribute to this event. A lot search was conducted on the reported lot and no similar events were noted.

Event description:
This spontaneous report was received from a (B)(6) physician and concerns a (B)(6)-year-old female patient (weight (B)(6) kg, height 160 cm). She was injected subcutaneously, with a total of 3 ml (1.5 ml per side), of radiesse®, into the neck (also reported as the cervical region, off label use of device), on (B)(6) 2020. Radiesse® was diluted in a ratio of 1:2. Needle used for injection was a 25 g cannula. The batch number was reported as 100126060. The patient was previously treated with fillers, into the face, 2 months prior to this report, in 2020. She had no disposition to lymph drainage problems and no allergies. Further patients medical history included alopecia. Concomitant medications were reported as none. On (B)(6) 2020, after the radiesse® treatment, the patient developed a nodule on the right side of the cervical region. Corrective treatment was reported as none. The patient was not hospitalized. Systemic antibiotic was not prescribed. The outcome of the events was reported as not resolved. In the reporters opinion, the event was not life-threatening, not permanent, and related to radiesse®. Follow-up information was received on 16-sep-2020: the case was upgraded to serious. The event term nodule was amended to palpable and visible nodules, the coding remained unchanged. The reporter informed that the patient developed several palpable and visible nodules. The nodules improved spontaneously, but one nodule remained permanent. Due to the provided information, the outcome of the event palpable and visible nodules was considered as not resolved.